Event description:
Report received of the device freeflowing with the pump door closed. The pump was returned from clinical service with an unsigned note "broken". In testing by the customer, it was reported that the device gave a cassette alarm. It was also noted that with the door closed, fluid was freeflowing. There were no reports of any adverse patient events while the device was in clinical use. Though requested, there was no further information available.